Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found that the pump was unable to complete the autofill. There was a notes k8 failure. The fse replaced both compressor and drive manifold assembly to resolve. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during treatment the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and a k8 solenoid failure. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10.